Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in pcf-h170l/I series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in pcf-h170l/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus they were receiving a water leak detection error message on the colonovideoscope. There were no reports of patient harm. The device was returned and during the device evaluation the following reportable malfunction was found there is a foreign object inside the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed when water tightness was lost due to a pinhole on the jet tube and deformation of the up/down knob. In addition to the observed reportable malfunction of foreign matter in the air/water nozzle, the evaluation found the bending angle in up direction and the play of up/down knob do not meet the standard value due to wear of angle wire; forceps channel and suction cylinder were shaved; scratches on the switch box, grip, control unit, suction cover, up/down and right/left knob, forceps elevator knob, forceps elevator lever, plastic distal end, objective lens, flexibility adjustment ring, image guide protector, light guide connector, connecting tube, the universal cord, video connector case, video connector, and the protector of universal cord on both the suction connector side and the control section side; corrosion on the light guide connector, air/water cylinder, up/down knob; a cut on the protector of the video cable section, the adhesive around objective lens was peeled, discoloration of the control unit, and indications of repairs by a third party. The foreign material found has been attributed to insufficient cleaning. It was reported that the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer had no idea about the nature of the foreign material. It is unknown if there was a delay in the start of the precleaning or abnormalities in the accessories used for reprocessing. It is also unknown if the customer flushed the air or water nozzle with water and air and wiped or brushed the air or water nozzle with clean, lint-free cloths, brushes, or sponges. Lastly, it is unknown if the customer flushed the air/water nozzle channel with the detergent solution or presoaked the endoscope in the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.